Event description:
This letter is to inform you of an event that occurred at (B)(6) hospital in spain on march 22, 2024, in which it was alleged a treadmill (tm2100st) started moving without any user interaction while patient was on it. The patient subsequently fell which resulted in a fractured nose. (B)(6) does not manufacture this treadmill. The tm2100 st is manufactured by full vision inc. Which is in united states. Full vision inc. Was informed of this event on may 1st, 2024. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".